Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that the pump's date was ahead by one day. The patient claimed that the pump's date was incorrect set to (B)(6) 2011 instead of (B)(6) 2011. The patient denied that the pump's date/time settings were manually changed. He also denied that the pump's date/time was not saved during a battery change. The pump was replaced. The patient did not allege any harm or injury because of the reported issue. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a fast/gaining date/time issue. There is no evidence however that the alleged issue contributed to a serious injury. The patient did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated a manual date change occurred at 10:41 pm on (B)(6) 2011 to (B)(6) 2011. A timekeeping accuracy test was performed, and the pump was found to be keeping time accurately. The complaint could not be confirmed or duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.